Manufacturer narrative:
Investigation showed that the issue observed at bloodworks northwest is mostly related to false reactive results (hcv and hiv); however, some results could be window period cases where serology would still be negative. Additionally, contamination cannot be ruled out as environmental swabs taken from bloodworks northwest showed reactive results with hiv targets. Further, during a customer site visit, roche was able to reproduce unexpected hiv and hcv reactive results in negative sample materials using reagents at the customer site with 2 of the complaint kit lots, while hbv reactivity was not observed. Nevertheless, internal investigative testing at roche did not yield any reactive hiv or hcv results out of more than 2,400 negative human plasma (nhp) replicates tested using internal roche material or customer-returned material of the complaint kit lots. Therefore, lot-specific contributions to the issue were not identified during these investigations. A CAPA is open for the issue of an increased rate of unexpected reactive target results in negative controls and in samples. This CAPA is not batch-specific and is related to the customer¿s current allegation. Root cause investigation is ongoing; corrective and preventive actions will be implemented, as appropriate. (B)(4).

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the cobas taqscreen mpx test, v2.0 us-ivd is: 00875197004045. The product common name was truncated and the complete name is (B)(6). (B)(4).

Event description:
The customer alleged an increased frequency of unexpected reactivity in donor sample results using the cobas taqscreen mpx test, v2.0 us-ivd, starting the month of (B)(6) 2017. The customer alleged this event has led to multiple donation losses, including blood, organ and cadaveric tissue donations. The customer reported the event to the FDA. Four kit lots were involved in the customer allegation. This MDR is for kit lot x12815.